Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2025. E1: initial reporter facility name: (B)(6) hospital. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with levofloxacin for the peritonitis event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.